Event description:
During a surgical procedure, arcing was observed from the scalpel cautery instrument with the cautery spatula attached. It was reported that there was no adverse event or injury to the pt.